Event description:
A pt services rep (psr) of a (B)(6) male pt contacted lifecor customer support to report that the pt called her and told her that the battery packs were not charging. The pt stated that the power brick light was on, but no lights were coming on the battery charger. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device MFR date: battery charger (B)(4) - 01/2008. Battery pack (B)(4) - 06/2009. Battery pack (B)(4) - 06/2009. Device evaluation summary: device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk, but is likely mismating of the connectors. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger and battery packs.